Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify or reproduce the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. UDI - (B)(4).

Event description:
It was reported to physio-control that the customer's device switched off by itself. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control tested the device extensively without observing any discrepancies. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Manufacturer narrative:
The initial medwatch report indicates that the date of event was (B)(6) 2016. The initial medwatch report should indicates that the date of event was (B)(6) 2016. Physio-control performed a review of the electronic device records and was able to verify the reported loss of power events. Based on the evidence available, the device experienced several loss of power events on the day in question. Following testing of the device where physio-control was unable to duplicate the reported loss of power events, the cause of the reported issue could not be determined.